Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. During troubleshooting with tandem technical support (tts), it was discovered that the customer was removing air from the cartridge incorrectly, contributing to the issue. Tts educated customer on proper air removal techniques and a new cartridge was loaded successfully to resolve the issue. There was no adverse impact to the customer's blood glucose level.